Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the stomach during a laparoscopic sleeve gastrectomy, the status indicator lights, the five white lights, handle indicator and reload indicator were solid. The surgeon was able to press the green button and squeeze the handle but the stapler did not fire, it stopped midway and there was an incomplete staple line in the central part. The reload was stuck on tissue and would not open and the battery had to be removed to open the handle. There was no patient injury.